Manufacturer narrative:
The reported event of the alert noting that the right ventricular leadless pacemaker (lp) was in evvi was confirmed. Based on the information provided, it was determined that when the right atrial lp was interrogated the openlink data incorrectly indicated the ra had an older firmware, which triggered a forced frimware upgrade. During the upgrade, loss of telemetry occurred and the ra lp had entered evvi mode. When the device was reinterrogated, the alert popped up due to the ra being in evvi. The reason active rv lp was noted in the alert was per requirements and due to the system being a dual chamber and the primary device the rv lp. No further anomalies were detected.

Event description:
This report is to advise of a failure event observed during software analysis.